Manufacturer narrative:
(B)(4).

Event description:
Procedure type: rectum resection. According to the reporter: problem was after using the dsteea, the anvil was blocked with the instrument in the anastomoses. After 4 half turns, it was not possible to remove the device. There was one staple connected with the mylar ring. The user removed the instrument with tension and made a suture line to save the anastomoses. There was a delay during surgery of about 30 minutes. There was no blood loss of 250cc or more due to this problem. The surgeon over-sewed the anastomosis.